Manufacturer narrative:
Analysis revealed that the high voltage output circuity was damaged. Two arc marks were observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. The lead is believed to have shorted to the ICD can during therapy delivery, resulting in excessive current flow and damaging the high voltage output circuitry.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device had an aborted hv therapy due to possible output circuit damage. It was noted that tachy episode was unsuccessful and after the first shock, the device did not load appropriately for the second shock. Both the lead and ICD were explanted.